Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 8 shocks due to arrhythmia; this therapy was suspected to be inappropriate. This arrhythmia appeared to be atrial fibrillation (af) with rapid ventricular response, however it was not certain as this device is a single chamber device. The therapy did not convert the rhythm, and the rate accelerated. The patient also experienced a syncopal episode that correlated to the episodes stored in the device. The device remains in service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 8 shocks due to arrhythmia; this therapy was suspected to be inappropriate. This arrhythmia appeared to be atrial fibrillation (af) with rapid ventricular response, however it was not certain as this device is a single chamber device. The therapy did not convert the rhythm, and the rate accelerated. The patient also experienced a syncopal episode that correlated to the episodes stored in the device. The device remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided. -- the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.